Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device was continuously activating and had insulation damage.

Event description:
It was reported that the device was continuously activating and had insulation damage.

Manufacturer narrative:
Alleged failure: the black insulation was damaged and broken. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the unit could have been scrapped with another hard object or device during surgery, or when inserting or removing the probe into an obstructed passageway, which could cause the insulation damage. The probe not used with proper irrigation leading to excessive heat generation. The device manufacturer date is not known.